Event description:
It was reported that the system intermittently would not completely boot up. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was replaced and the software was reloaded. The system was tested and found to be working as intended and returned to service.